Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning for high and undefined impedance measurements. It was further reported that the atrial lead had a confirmed fracture and was explanted and replaced. No patient complications have been reported as a result of this event.